Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. Corrected fields: g4. A getinge field service engineer (fse) evaluated the unit and noticed that the ECG cable was damaged, but still functional. The fse replaced the ECG cable as a precaution. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a damaged ECG cable.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a damaged ECG cable. There was no patient involvement.